Event description:
Customer reported ventilator failed and the bag position was reportedly not functional. The pt reportedly became light. Clinician switched to an ambu bag. There was no reported pt injury. Investigation/conclusion: the equipment was checked by ge healthcare field svc, and the equipment was found to function within MFR's specs.